Event description:
A customer contacted beckman coulter inc. (Bec) and reported that erratic ferritin patient results have been generated on the access 2 immunoassay system. The customer reports that approximately 5% (1-2 per day) of the ferritin patients' results obtained indicate a reproducibility issue. Per information provided by the international customer advocate (ca), the customer is not experiencing any issues with assay qc, only patient samples. Further investigation by field personnel indicates the ferritin is the only assay exhibiting this erratic behavior. Patient results were not supplied by the customer. The erroneous patient results were not reported out of the laboratory. There an effect, if any, to the patients is unknown at this time.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse made adjustments to the ultrasonics, the mixer speed, the main pipettor gantry alignments and the wash and precision valves. The fse also replaced the peristaltic pump tubing and the precision pump belt because the belt was damaged. The fse then cleaned the vacuum circuit and verified the performance of the instrument's analytical module. The fse performed a diltest and a routine system check; both passed within instrument specifications. The fse also performed qc and patient precision testing; all results were within the expected precision of the ferritin assay. The fse also had the customer increase their centrifugation time from 10 minutes to 15 minutes. Per the fse note, a follow-up visit with the customer indicates that all testing is back to normal and the reproducibility issues has not returned since the last service visit. Although hardware and/or instrument issues may have been a contributing factor, the exact cause of the event is unknown and could not be determined.